Event description:
It was reported that there was undersensing and no capture at maximum output. The patient had a history of complete heart block and was pacemaker dependent. The patient was treated with isuprel to maintain a heart rate. The right ventricular (rv) lead was explanted and replaced emergently. Visual inspection of the lead revealed a fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965-25 lead, implanted: (B)(6) 2013. (B)(4).